Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no communication with processor along and an e315 error (incompatible scope error) e315 during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.